Event description:
It was reported that a malfunction alarm occurred with malf 12 code displayed. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump and assisted the caller with the process; the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which the caller acknowledged.